Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing bent cannulas and no delivery alarms resulting in blood glucose levels over 400 mg/dl. The customer reported treating the high blood glucose levels with the insulin pump. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.